Event description:
The astron self-expandable stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a mildly tortuous segment of the mid iliac artery. The stent became stuck during deployment and could not be released. Another astron of same model was used to finish the procedure.